Event description:
Cystogram in process when the fluoro tower had a drive board malfunction causing the tower to drive down against the patient's abdomen. The tower was shut off and sent for service. No harm to patient. Medical engineering changed the power board and the equipment has been working properly without event.

Event description:
Cystogram in process when the fluoro tower had a drive board malfunction causing the tower to drive down against the patient's abdomen. The tower was shut off and sent for service. No harm to patient. Medical engineering changed the power board and the equipment has been working properly without event.